Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments that the unit stopped recognizing devices and that its printer stopped printing, it interrogated and printed to a universal serial bus (usb) with no fault found. It was further noted that there is no record of this unit having been sent in for prior service. The software was reloaded. (B)(4).

Event description:
It was reported that the programmer stopped recognizing implantable heart devices, that the radiofrequency programmer head did not pull up patient devices on three different patients. It was further reported that the printer also stopped printing and that this programmer had a prior issue with its printer and has already been returned due to that once. The programmer and the radiofrequency head were returned for service. No patient complications have been reported as a result of this event.